Event description:
The patient fell and landed on the part of the body that contained the pump. Thereafter, the logs were checked motor stalls kept occurring and so the pump was explanted and replaced with a new system. The stall reportedly never recovered. The patient¿s status at the time of the report was alive with no injury. No symptoms were associated with the event. The medication infused was morphine. The logs indicated that several motor stalls with recoveries occurred between (B)(6) 2013 and (B)(6) 2013. A final stall occurred on (B)(6) 2013 without recovery. The logs displayed the stopped pump period may have exceeded the tube set. An empty reservoir alarm message also occurred on (B)(6) 2013. The logs indicated that diamorphine was infused.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found pump was damaged by contraindicated drug. Analysis logs showed pump was infusing dimorphine.